Event description:
Per the audiologist's report, this patient lived alone and has severe dementia. The patient was admitted to the hospital (date unknown) because she had completely opened the skin over the receiver stimulator. The device was exposed and, therefore, was explanted. The patient was placed on IV antibiotics. No reimplant is planned due to the mental status of the patient, who is now in a skilled nursing facility.